Event description:
The user facility reported that their reliance synergy washer was leaking lubricant. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found the line for the lubricant had a hole in it near the end of the inlet to the washer. The technician repaired the unit, ran a test cycle and confirmed it to be operational.